Event description:
As reported via legal notification: a male patient had an initial right knee arthroplasty on (B)(6) 2020, and then underwent revision surgery on (B)(6) 2022, approximately 2 years after implant procedure. Revision surgery operative report of (B)(6) 2022-failed right knee arthroplasty secondary to aseptic loosening and poly wear. Obese bmi 37-the duration of the procedure was increased by approximately 40%, due to patient size, this increased complexity and difficulty of surgical procedure. Findings: intraoperative findings confirmed the radiographic and clinical findings of failure of the knee arthroplasty secondary to aseptic loosening (femoral component, tibial component well fixed) characterized by no bony ingrowth on the backside of the femoral component with easy component removal. Abundant polyethylene particles throughout the knee. Poly was removed and inspected, there was notable wear on the tibial post. The patella was found to be well-fixed and without significant surface damage, delamination or pitting; it was decided to place a new button. A dressing and wrap were applied, the patient was transferred to the recovery room. The patient tolerated the procedure well without complications. Patient discharged (B)(6)2023. ¿previous components were kept and to be sterilized and sent to my office per patient request.¿ there is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Device information was not provided. Pending investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported was likely the result of prosthesis wear and femoral loosening and/or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.